Manufacturer narrative:
The reported complaint of overheating could not be confirmed. Product did not overheat during functional testing. Unit was tested at speed setting of 500 and 10,000 rpm¿s in forward, reverse, and oscillate for 5 minutes in each direction. Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu overheat or lock up. All functions perform as expected. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a rotator cuff procedure, the device was heating up. No reported patient injuries. No other complications were noted.